Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on when the patient tried to test, despite having recently replaced the battery. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 or (B)(6) 2012 the patient reported the alleged issue first occurred. The patient reported using a combination of medications including humulin and janumet (unknown dose) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 (3-4 days later) she developed symptoms of "thirsty, lightheaded, and urinating frequently." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed the subject meter battery did not need to be replaced. The patient was using the correct test strips for testing and they were not counterfeit. The cca confirmed this was not the first time the meter had been used and there was no misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient alleged due to the alleged issue, she developed symptoms suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.